Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a watchdog timeout alarm. The customer¿s blood glucose level was 113 mg/dl. Customer reported that the insulin pump gave a constant beep and a black dot. She took the battery out and was putted it back in to see if it will work. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was passed. Insulin pump beep during beep test. Customer was called back with watchdog timeout alarm after insulin pump rest. Customer was advised to insert a fresh battery. Insulin pump did not return to normal function. Customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no anomaly noted during testing. No unexpected a13 or e13 alarm noted during testing. (B)(4).